Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; outcomes of using endovascular aneurysm repair with active fixation in complex aneurysm morphology rami o. Tadros, md, alex sher, bs, martin kang, bs, ageliki vouyouka, md, windsor ting, md, daniel han, md, michael marin, md, and peter faries, society for vascular surgery. Published by elsevier inc. Https://doi.org/10.1016/j.jvs.2017.12.039. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The following adverse events were observed: serious injury: reintervention, rupture, infection.